Manufacturer narrative:
Concomitant medical device: 5076-52 lead implanted: (B)(6) 2007.

Event description:
It was reported that there was high thresholds and high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.